Event description:
The pt was not performing well with the device. Multiple open electrodes were noted along the array. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery is yet to be scheduled. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.